Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery to replace the pump due to breakage of the tube near the pump. The pump was replaced. There were no further patient complications.